Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer representative reported that the cause of the recharging daily issue was that the patient was not charging to 100% full. The patient stated that if the problem persisted they would call but there had been no calls at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for spinal pain. It was reported that the patient was charging too often. The patient has been charging every day but the rep did not know when the patient needed to start charging daily nor what their recharging pattern was like before. Recharge interval was calculated based on the following settings: 350us, 60hz and 4.5v. The recharge interval would be around 3 days (worse case scenario) but would expect it to be at least 10 days (typically). The rep stated they would have the patient continue to recharge daily and would follow up with the patient in a few days to determine how things were working. No symptoms were reported.